Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately calcified, 60% stenotic left anterior descending artery (lad). The physician did not predilate the lesion and attempted to place a 2.25x24 mm taxus express2 drug eluting stent but was unable to cross the lesion after several attempts were made. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body it was noted that the proximal edge of the stent was flaking. The physician then predilated the lesion with a maverick balloon of unk size and successfully completed the procedure with 2.25 x 12 mm and 2.25 x 16 mm taxus express2 drug eluting stents. No pt complications or injuries were reported. Pt status is reported as "normal."